Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called stating her husband needed assistance changing his carbohydrate ratio. Customer's blood glucose was 441 mg/dl. He treated with manual injection and contacted his doctor. During troubleshooting for high blood glucose, the drive support cap appeared normal. The infusion set appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There were no leaks. The device's history is accurate. The device passed the self test. Troubleshooting could not be completed due to lack of tubing clamps. Customer was advised to do a complete set change and treat per his doctor's instructions. Nothing further reported.